Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, there was an obstruction between the pump and the transmitter, and connection was regained prior to customer contacting tandem technical support. There was no adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.